Manufacturer narrative:
Device investigation has been completed. The account returned the impacted device [ID (B)(4) reprocessed under lot 2139875; 1st time reprocessing] without any of the related packaging or label. No other packaging for this catheter (pouch, clayboard box, original shipping container) were returned for evaluation. No other additional evidence, such as photographs showing the damage to packaging, were provided. As such, there is no determination, and it is not confirmed, that the sterility of the package was compromised, or that there were holes in the packaging. The device history record for lot 2139875 shows that the device and packaging passed all visual and functional criteria prior to being distributed to the customer. A manufacturing record evaluation was conducted and there were no identified nonconformances. Manufacturer's ref. Number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure and there was a small hole in the packaging of the acunav catheter. The catheter was exchanged, and the issue was resolved. The case continued without any further incident. Additional information was received on december 16, 2020. The puncture was located on the top of the plastic pouch sheathing the acunav. The hole was about the size of the diameter of a large needle. It was found after removing the surrounding box. It is not believed the issue could have been caused by shipping as the box should have protected the plastic. Per the additional information received, this event has been assessed as MDR reportable due to the compromise in the sterility of the catheter.